Event description:
Customer reported receiving a meter reading of 159mg/dl on their adc meter prior to driving their car. They then reported experiencing hypoglycemic symptoms while driving and had a car accident. Customer denied losing consciousness. Paramedics were called. They were seen at a local hospital, diagnosed with hypoglycemia and treated with glucose (type and route not reported). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a follow-up report will be submitted when the investigation is complete.